Event description:
It was reported the customer's insulin pump malfunctioned, causing the customer to be hospitalized. The customer stated they were currently in the hospital after being found unconscious. The customer has been on a ventilator in the hospital. The customer's blood glucose was 591 mg/dl at the time of the call. Customer stated they were being treated with manual injections for their blood glucose. The customer stated they were hospitalized on (B)(6) 2015. Customer's blood glucose at the time of admission was unknown. The customer stated the cause of their low blood glucose was from hypoglycemia. The customer was disconnected from the call before further information was collected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.